Manufacturer narrative:
Date rec¿d by MFR : 11aug2019, date of report : 14aug2019. The failure of c56 prevented the power supply from operating on alternate current power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator would not power on when plugged in to alternate current (ac) no patient harm reported.